Event description:
It was reported that on (B)(6) 2008 the patient underwent stenting in the proximal left anterior descending coronary artery with one xience v stent (2.75x18), in the mid lad with one xience v stent (2.75x15), in the mid first diagonal coronary artery with one xience v stent (2.5x08), and in the mid right posterior descending coronary artery with one xience v stent (2.5x08). On (B)(6) 2012, the patient was admitted to the hospital with stable angina and underwent a coronary angiogram. In-stent restenosis was found in the proximal lad that was revascularized via percutaneous coronary intervention. The condition resolved on (B)(6) 2012 and the patient was discharged from the hospital. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.75x15, 2.5x08 (quantity of two), other: aspirin, clopidogrel. There was no reported product deficiency. The reported angina and stenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.